Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2015, implant date, as no event date was reported. Initial reporter: this complaint was received as litigation from a legal source in australia. Implant surgeon: dr. (B)(6). Assistant: dr. (B)(6). (B)(6) hospital (B)(6). (B)(6) australia. Adverse event problem(s): imdrf patient code e2401 captures the reportable event of unknown injury; imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an upsylon y - mesh device was implanted into the patient during a laparoscopic sacral colpopexy + posterior vaginal repair + cystoscopy procedure performed on september 23, 2015. As reported by the patient's attorney, the patient experienced an unknown injury.